Event description:
It was reported that the patient presented for a dual chamber system implant procedure. During the procedure, it was found that the right atrial lead suture sleeve completely slid off the lead. The physician decided to remove the lead and implant a single chamber system instead. The patient was in stable condition.